Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 9680001-2019-00127, 3005334138-2019-00544. During a ventricular tachycardia (vt) ablation procedure, a cardiac tamponade occurred. During the procedure, the patient felt light headed and an x-ray and ultrasound revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.